Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  In this case ((B)(4)) the ventilation continued, and the connection loss only concerned the interaction panel (ip). The root cause of the "panel connection loss" is a software failure. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported from the complainant which should have led to further questions regarding any harm to the patient or user. The allegation in (B)(4) was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like the issue in (B)(4) as it will be deemed a reportable event.

Event description:
According to the customer, the monitor failed twice or rebooted. The fan continued to run and ensured ventilation while the screen was rebooting. When the monitor failed 3, the ventilator unit also switched itself off and ventilation had to be continued with a replacement device. The patient was not harmed.